Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. Reportedly, customer continued using pump for insulin therapy and contacted the healthcare provider to obtain alternate insulin therapy.